Event description:
Embolization of a hemorrhagic arteriovenous malformation (avm). It was reported that, on the third onyx embolization procedure, the physician had a difficult time removing the catheter from the patient because it was entrapped by onyx. The physician was able to retrieve the catheter with force. It was reported that the patient had a brain hemorrhage and intraventricular hemorrhage (ivh) caused by hydrocephalus and ventriculitis and expired on (B)(6) 2012. Same event as MDR# 2029214-2012-00547.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. Model# and lot# of other onyx involved: model#: 105-7100-060, lot#: 9425865; mfg date: 03/28/2011; exp date: 01/31/2014. (B)(4).